Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the dragonfly opstar imaging catheter (broke) during a run. Therefore, the imaging catheter was removed from the patient, it is unknown how the procedure was completed. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, the investigation was unable to determine the cause for the reported break. In this case, it is possible the catheter was damaged during preparation or when removing from the pouch; however, this could not be confirmed as the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.